Event description:
The customer reported to olympus the biopsy channel was found to be leaking in reprocessing. The device was returned for repair and the olympus service center found the distal end adhesive glue was peeling which is a reportable event. No patient involvement reported.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The olympus service center confirmed the customer's reported event of the biopsy channel leaking. The evaluation also found: pink rubber glue scratch near minor dent not impacting function, bending section cover adhesive removed, cracked bending section cover, forceps passage with internal cut, loose elevator channel wire, and control body adhesive open and dry. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal correction to g3 of the initial medwatch. The aware date should be 30-nov-2021. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the investigation, the cause of the distal end adhesive peeling likely occurred due to stress and/or handling the device. The specific root cause could not be determined at this time. The following information is stated in the instructions for use: "3.2 inspection of the endoscope inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.